Event description:
This event was reported as "para valvular leak and a periannular abscess leak." No further info provided.

Manufacturer narrative:
2203 = endocarditis infection. H3: examination of the valve in our laboratory revealed vegetative material within each cusp which resulted in stenosis of the effective orifice area, multiple disruptions and incomplete coaptation. Calcification was also noted within each attachment site, contributing to stenosis of the valve and further disruptions. Host tissue overgrowth encroached onto each cusp and fused both commissures of the left-coronary cusp, also contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall and belly of each cusp, especially concentrated at each attachment site. Slight stent distortion was also noted which appeared artifactual of explant. The primary cause for removal of this valve was due to endocarditis, as noted clinically. H6: 86=x-ray analysis.